Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. Twiddler's syndrome was suspected. No patient symptoms were reported. The lead was explanted and replaced without complications.